Event description:
It was reported that the implant broke on insertion during a slap procedure (labral repair of glenoid). The distal end of the implant remains in the patient. There was a 35 minute delay due to having to flush out and re-align to implant another one. No adverse consequences reported with the patient as a result of this event. The device is used for treatment.

Manufacturer narrative:
The device was not returned and the customer's complaint could not be verified. Device history review revealed nothing relevant to this event. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination.